Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received which states the surgeon rotated the iol to 66 degrees. Ora confirmed placement. The patient is happy today with 20/30 refraction.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported on behalf of surgeon. Patient only improves to 20/30 with pinhole. The physician stated they couldn't get a manifest refraction on patient. Oct macula normal. Patient scheduled for toric rotation surgery with iol exchange. Surgeon has been referred to expert opinion. No further information available.